Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app crashes when connected to the wifi. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, an app crash was found in connection to the reported allegation. The reported event of the app crashes when connected to the wifi is reportable based on the finding of an app crash. No injury or medical intervention was reported.